Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified administration set separated from the y-site. This occurred during infusion of hydration fluids at a rate of 100 ml/hr. The extension set was connected to the patient¿s mediport. The reporter stated that this led to a ¿significant¿ backflow of blood through the set; however, the line was clamped before any blood was lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.